Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy0980 showed eight other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC line was cannulated without incident and no deterioration of the catheter was observed. Puncture and insertion without incident. After that, chemotherapy is administered and a "drop by drop" leak is observed at the proximal end of the PICC (area where the syringe is connected). The patient has required the withdrawal of this product and cannulation of a new one. Catheter contaminated with medication. It was reported this occurred with five devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the PICC line was cannulated without incident and no deterioration of the catheter was observed. Puncture and insertion without incident. After that, chemotherapy is administered and a "drop by drop" leak is observed at the proximal end of the PICC (area where the syringe is connected). The patient has required the withdrawal of this product and cannulation of a new one. Catheter contaminated with medication. It was reported this occurred with five devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed, and the cause was determined to be manufacturing-related. The product returned for evaluation was one 4 fr single lumen powerpicc catheter and one sealed 4 fr single lumen powerpicc kit. No damage or defects were found with the returned sealed kit or the catheter within. An attempt to infuse water through the used sample revealed a leak at the junction between the syringe and the luer adapter. Microscopic inspection of the luer adapter revealed a protrusion in the luer material within the orifice. The molding defect observed within the luer orifice prevented firm attachment with the syringe and resulted in leakage at the interface between the catheter and the syringe. Bd is working with the product manufacture to prevent recurrence of this type of event. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported the PICC line was cannulated without incident and no deterioration of the catheter was observed. Puncture and insertion without incident. After that, chemotherapy is administered and a "drop by drop" leak is observed at the proximal end of the PICC (area where the syringe is connected). The patient has required the withdrawal of this product and cannulation of a new one. Catheter contaminated with medication. It was reported this occurred with five devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 4fr s/l powerpicc catheter. Light usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, a leak was observed at the junction between the syringe and the luer adapter. Microscopic inspection of the luer adapter revealed a protrusion in the luer material within the orifice. The mold defect appeared to prevent firm attachment of the syringe. A longitudinally aligned scoring mark was observed within the orifice adjacent to the mold defect. The molding defect observed within the luer orifice prevented firm attachment with the syringe and resulted in leakage at the interface between the catheter and the syringe. Bd is working with the product manufacture to prevent recurrence of this type of event.

Event description:
It was reported the PICC line was cannulated without incident and no deterioration of the catheter was observed. Puncture and insertion without incident. After that, chemotherapy is administered and a "drop by drop" leak is observed at the proximal end of the PICC (area where the syringe is connected). The patient has required the withdrawal of this product and cannulation of a new one. Catheter contaminated with medication. It was reported this occurred with five devices. This report addresses the first device.